Event description:
It was reported that intermittent occlusion alarms occurred. Customer changed pump supplies to address the issue. Customer¿s blood glucose (bg) level was displayed as "high"; although specific value was not provided. Reportedly, the customer required assistance from their wife in delivering manual insulin injections to address elevated bg.